Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient heard a noise from their chest and was told that both the device and lead were defective. The patient also stated that the device had reached early battery depletion. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.